Event description:
(B)(6) female patient returned for a 6 month post-op visit indicating she continues to have an intense burning discomfort mostly in her left great toe and a bit over the dorsal aspect of her foot. (B)(6) 2012 - the surgeon re-explored her instrumented levels in the operating room. He exposed the left l4 and l5 roots and removed a small amount of bone graft material at each level. Nothing that looked very significant. Hardware was well placed (reviewed by CT). (B)(6) 2012 - last follow up visit. Probable left l5 dorsal root ganglion injury with significant and slowly improving dysesthetic pain. The epicage lumbar interbody system was originally implanted on (B)(6) 2011. An epicage interbody was placed in both the l4/5 & l5/s1.

Manufacturer narrative:
Surgical notes provided indicated the surgeon suspects the patient has a possible l5 dorsal root ganglion injury. Could possibly be related to the dissection of the lateral foramen or the concussion related to tapping in the portal. The epicage interbody fusion system is a spinal fixation system consisting of curved implants designed with two hollow holes to house bone graft material. The new bone formation through the implant is intended to provide long-term structural support and biologic fusion at the implanted disc space. System implants are manufactured of surgical grade titanium (astm f-136) and polyetheretherketone, peek (astm f-2026). A radiographic marker made of tantalum (astm f-560) facilitates visualization. The superior and inferior surfaces of the device have grooves to minimize implant migration. The surgical notes from this case were evaluated by two separate independent physicians. Both physicians agree that the event is not related to the device but rather a risk of this type of procedure. Lme epicage system included plif approach portal only. The plif approach does not disturb the dorsal root ganglion (drg). If disc space is not adequately distracted and disc prep not adequately completed, this could result in stretching and percussive events with portal placement. The patients nerve roots could have been stretched simultaneously beyond their limits. A risk with this type of procedure (plif or tlif).